Event description:
It was reported that the speakers were not sounding the alarms on two floors.the device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the speakers were not sounding the alarms on two floors. The device was in use on a patient. There was no report of patient or user harm.